Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. The patient was non-compliant and did not to go to the emergency room for dressing removal on (B)(6) 2018. The patient waited two days with the foreign material adhered to his wound and subsequently presented to the emergency room on (B)(6) 2018. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15¿30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressing or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2018, the following information was reported to kci by the on call nurse: a foreign material alleged to be v.a.c.® dressing was adhering to the patient's wound and was unable to be removed. On (B)(6) 2018, the following information was reported to kci by the on call nurse: the patient went to the emergency room on (B)(6) 2018 and underwent sharp debridement for dressing removal. On (B)(6) 2018, the following information was reported to kci by the patient's nurse: v.a.c.© therapy was placed on hold on (B)(6) 2018 and the patient was instructed to go to the emergency room. The patient waited and subsequently went to the emergency room on (B)(6)2018. The patient underwent sharp debridement for foreign body removal but the emergency room physician was not able to remove all of the foreign material. The emergency room physician discharged the patient with a prescription for prophylactic antibiotic therapy and instructed the patient to follow up with his physician. The patient was non-compliant and did not fill the antibiotic prescription. On (B)(6) 2018, the patient's physician observed the wound and allegedly told both the patient and his home health agency nurse that the foreign material would "work its way out," and v.a.c.© therapy was subsequently re-applied on (B)(6) 2018 with no signs or symptoms of infection. The nurse was unable to provide the v.a.c.® dressing lot number. The v.a.c.® granufoam¿ dressing lot number is not available, therefore a device history review could not be performed.